Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedances over time, and is now over 2300 ohms with increased thresholds. Additionally there was noise and loss of capture where the patient became symptomatic. Duration of the loss of capture (loc) is unknown. The lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.